Event description:
It was reported that during the implant the position of this lead was changed many times but high pacing thresholds and oversensing was still seen. The lead was thus surgically abandoned/ no adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned.

Manufacturer narrative:
This lead was surgically abandoned.

Event description:
It was reported that during the implant the position of this lead was changed many times but high pacing thresholds and oversensing was still seen. The lead was thus surgically abandoned. No adverse patient effects were reported.